Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The remote service engineer (rse) called and confirmed that the system was having intermittent boot up issue. Rse confirmed that host pc and ippc did not come up. The customer had to turn them on manually and the system was returned to good working condition.. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was having intermittent boot up issue. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received.